Event description:
It was reported that during a pci procedure the quantum maverick monorail balloon ruptured. The 90% stenosed lesion was located in the calcified d1 of the left anterior descending (lad) artery. The quantum maverick monorail balloon was passed through a stent strut and advanced to the lad d1. During inflation the balloon ruptured "at nominal pressure". It is unk how many inflations were performed and to what pressures. The procedure was completed with another quantum maverick balloon catheter. There were no reported pt complications. Pt status listed as "good".